Event description:
Additional information received reported that the last time the patient was seen was in november and they stated that they would have had the patient come in if the patient was still experiencing any issues. The reporter stated that the patient had no follow-up scheduled at this time so the issue must have resolved.

Event description:
Additional information received reported that "the patient had other non-medtronic product related after that date". It was not exactly clear what that meant. The reported did not provide details. It was reported that the patient was unable to move because "it was very painful to do so not because she was physically or neurologically unable". The patient had a follow up appointment with her health care provider (hcp) on (B)(6)-2014.

Event description:
Additional information received reported that the patient received assistance from the doctor or medtronic representative and "some of" the patient's concerns were resolved. The patient had an appointment on (B)(6)-2013.

Event description:
It was reported the patient had ¿problems and the leads fell¿ so they had to ¿redo it¿ on (B)(6) 2013. They noted it as a ¿disaster.¿ the patient had a cerebral spinal fluid leak and the leads ¿fell.¿ patient had headaches and neck pain along with pain in their side. The symptoms started 4-5 days following implant. During the procedure, the physician had nicked the spinal column, so the fluid was leaking out. The patient said they had to drink caffeine and water then all of a sudden their side was hurting. The patient noted they couldn¿t move. The patient went to the doctor and was taken by ambulance to the hospital. The patient was there for four days before their physician could perform surgery. The patient noted by that time it was so bad it was like needles in their hip, so they could move at all. It was reported the patient had the revision surgery because the lead had moved and the device needed to be repositioned. The patient had the revision due to previous recharging issues and the stimulator was moved closer to the surface.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).